Event description:
It was reported that the patient has not been able to pump his inflatable penile prosthesis (ipp) since implantation. The patient has a future appointment with the physician to evaluate the device. No patient complications were reported.